Event description:
It was reported that the burr stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck on the wire upon rotation and was removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire was unable to be removed from the device as the burr catheter was stuck on the spring tip. There are numerous kinks along the body of the rotawire. The floppy tip of the rotawire is stretched. Dimensional inspection of the overall length and outer diameter (od) of the distal tip could not be performed due to device condition (stretched tip). Od of middle of the device and proximal section were within specification.

Event description:
It was reported that the burr stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck on the wire upon rotation and was removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is good. Correction/update: it was also reported that damage to the wire was noted in the form of bending.

Manufacturer narrative:
B5 was updated/corrected with information that was not included in the initial report.

Event description:
It was reported that the burr stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck on the wire upon rotation and was removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is good. Correction/update: it was also reported that damage to the wire was noted in the form of bending.